Manufacturer narrative:
Merge unity pacs is designed to display a message to the user when an exam report fails to upload to the image server. In this instance, there was no evidence that the physician received the message warning that the report did not upload. It was not possible to determine if the message displayed on the screen for the physician when the report was first read and saved. Unity investigation showed the database was updated but the report did not upload to the server. Audit trail showed the exam was read, approved and saved. Station logs were not available for review as they had truncated. The exam was re-read by the physician.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2018 a customer contacted merge healthcare technical support alleged he had a exam online that was stuck in apd* status. The merge support technician tested dictation for the noted exam. There was an "object not found" error when clicking the dictate button. Technical support determined that when the exam was read and approved, the report failed to upload to the image server. The exam was re-dictated, saved and was stored to the server. While images are available, a finalized report not being available for subsequent review by the patient's physician could potentially result in a delay in care that could lead to harm. However, the customer did not allege any harm, serious injury or death as a result of this issue. (B)(4).